Event description:
The customer reported that the alarm works intermittently when pressure is released off the pad. At times, there are no lights on the unit when powered on. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).